Manufacturer narrative:
The ipg was not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.

Event description:
A report was received that the patient underwent a pocket revision due to the ipg protruding and causing discomfort. The physician repositioned the pocket site and replaced the ipg due to preference. The patient was reportedly doing fine.